Event description:
Clinical study: patient had on (B)(6) 2021 a cerebroflo evd catheter placed to treat secondary intraventricular hemorrhage (ivh) due to ruptured aneurysm. On (B)(6) 2021 it was reported the cerebroflo evd catheter was leaking at exist site. A CT scan on (B)(6) reveals some air in the ventricles and it was considered replacing her evd, but was deferred as it was felt the air was entrained from around the evd rather than due to malfunction of evd. An additional suture was placed at the exit site and the outcome was recovered/resolved and the catheter was removed on (B)(6) 2022.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerebro evd catheter (ID 37550101) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.